Event description:
It reported that there were high impedances of 10,000 during the procedure. The action required as a result of the event was that the device was not implanted. The product issue was not resolved and the cause of the issue was not determined. Using the clinician programmer and twist lock cable impedances were checked and all indicated high, above 4000 but none were over 11,000. The twist lock cable was exchanged and impedances read the same. The lead was replaced and impedances were normal. The patient was alive with no injury. There were no patient symptoms, patient had been unaware of the situation and was doing well.

Manufacturer narrative:
Product ID: neu_unknown_ext, serial# unknown, product type: extension. Product ID: neu _ins_stimulator, serial# unknown, product type: implantable neurostimulator. Product ID: neu_stylet_acc, product type: accessory. (B)(4). Analysis of the lead found no anomalies.